Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
During an onsite visit a bd technical practice consultant inspected the pump module and observed the pivot latch screw to be partially backed out. There was no patient involvement.

Event description:
During an onsite visit a bd technical practice consultant inspected the pump module and observed the pivot latch screw to be partially backed out. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of the pivot latch screw backing out was confirmed through the customer¿s provided photograph. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. External and internal inspection of the suspect pump module could not be performed, as the device was not returned for investigation. However, the customer provided a photograph confirming that the pivot latch screw had backed out. The cause of the damage could not be determined from the image alone. The images did not include a complete panorama of the device nor sufficient information to confirm the manufacture date of the suspect¿s door latch, mold cavity number and the serial number of the pump modules. Based on the information provided by the facility, it is not possible to ascertain programming or event details related to the alleged incident. Log review could not be performed because the devices and their associated logs were not returned for investigation. Per product labeling, the alaris pump module door must be inspected before each use. All alaris pump modules should be carefully examined, with particular attention given to the door assembly. Any unit found to be damaged must be immediately removed from service and sent to the biomedical engineering department for repair. A key focus of the inspection is the pivot latch screw on the pump module door. This screw should not appear loose or protruding. A properly installed screw will be recessed into the screw hole and should not sit flush with the outer casing of the door cover. If a pivot latch screw is found to be loose or has backed out, the pump module must be taken out of service and sent for repair. In such cases, the screw must be replaced¿reusing or retightening the same screw is not permitted under any circumstances. This precaution is essential to ensure the continued safe and reliable operation of the alaris pump modules. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the pivot latch screw backing out could not be determined. However, the facility provided a photograph confirming that the pivot latch screw had indeed backed out. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.